Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was broken. It was further determined that the unit failed the hand switch test. A visual and functional assessment was performed on the device which found that the unit failed the function with test hand switch check. During repair it was observed that an unknown liquid residue was on the motor/ electronic control unit (ecu)¿s electronic components. It was observed that the -ring was worn. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine maintenance, it was discovered that the electric pen drive device was broken. During in-house engineering evaluation, it was observed that the device failed the function with test hand switch check. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.